Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the settings on the insulin pump went blank. Customer stated that the pump says motor position encoder error alarm. Customer does not know the timing of the motor error alarm. Customer stated that it occurred when she changed the battery. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. We were unable to perform the error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.